Event description:
It was reported that the patient's vns showed high impedance shortly after implant and the patient was being referred back to the surgeon to resolve the high lead impedance. Per a manufacturer representative present at the surgery, x-rays taken indicated incomplete lead pin insertion. The lead pin was removed and reinserted and the impedance issue resolved. No lead fractures were observed. Vns diagnostics were preformed several times that all showed normal impedance. No adverse events have been reported.